Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to charge the pump and the pump shut off due to insufficient power. The customer's blood glucose level was 450 mg/dl and was addressed by charging the pump and delivering a bolus. Tandem technical support advised the customer to charge the pump more frequently.